Event description:
(B)(4). The date of implantation I experienced severe pain that never went away. Heavy bleeding for two years. Allergic reaction to coils. Hair loss. Weight gain. Pelvic pain. Painful periods. Painful sex. Loss of sex drive. Constant metal taste in my mouth. I have a bicornate uterus with septum and never should have been implanted to begin with.